Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Product not returned to zimmer biomet facility. Zimmer biomet employees evaluated product at the (B)(4) facility. Examination of returned device found no evidence of product non-conformance. A review of the provided data and the visual examination of the components have indicated the presence of a feint wear stripe on the femoral head and wear patches on both bearing surfaces. Such mechanisms can arise when the acetabular component is sub-optimally positioned or if the patient has a degree of joint laxity. The cup inclination angle and anteversion angle are both lower than the recommended values in the surgical technique. The stem was noted to be in 8° valgus and also undersized. The collective effect of such component positioning and selection is likely to have caused a disruption of stresses through the system, leading to the observations mentioned above. This may have been further encouraged by the potentially high loading through the joint due to the weight of the patient which, according to their bmi, is within the overweight category. The heavy scratching that was present on both bearing surfaces in addition to the small indentations on the acetabular bearing surface suggest that a third body was present, the source of which is unclear. Together with a breakdown in the lubrication of the articulation and the resulting adverse wear, these factors are likely to have been the source of the elevated co ion levels detected in the patient. This could have encouraged the generation of the large posterior cyst filled with metallic stained fluid that was present within the joint. Note that the patient's cr levels were detected to be below the limit defined in mda/2012/036. Black/grey discoloration covered the majority of the female taper on the femoral head which may suggest that a fretting or galling process was active; the redlux measurements of this surface however indicated that there was very little material loss and hence the contribution of these processes to the reason for revision may have been limited. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09185 / 09186).

Event description:
Legal counsel for patient reported patient underwent a left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received reported patient was revised on (B)(6) 2014 due to armd. During the procedure, a cyst containing metallic stained fluid, trunnionosis with staining over the stem, and well-fixed cup were noted. All components were removed and replaced. Reported from (B)(6) laboratory.

Event description:
Legal counsel for patient reported patient underwent a left hip arthroplasty on (B)(6) 2006. Subsequently, patient's legal counsel reported patient was revised on (B)(6) 2014 due to an unknown reason. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2014-09185 / 09186).